Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Although the anatomical conditions were not reported, it is likely the device interacted with the anatomy during advancement resulting in the reported failure to advance. Further interaction with the edge of the guiding catheter during retraction of the stent delivery system (sds) likely contributed to the reported material deformation (mangled stent), causing the reported difficult to remove, ultimately causing the stent to dislodge from the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, stent dislodgement, material deformation, difficult to remove, device embedded in vessel or plaque and treatment appears to be due to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Sus voluntary event report was received stating the following: report #: mw5066282. On (B)(6) 2016, a cardiac cath was attempted to be performed by physician via the right radial artery. Initial vision stent was unable to be advanced in coronary; became mangled and unable to be drawn back in to guide catheter. When trying to remove from body, stent came off of stent balloon system. Multiple, varied attempts to remove but unsuccessful. Stent crushed to side wall or radial artery. Patient remained without pain in arm during and after cath. Vascular surgery was consulted. Notes states that at this time the radial artery appears to be patent. Abbott multi-link vision stent delivery system size: 3.0 x 28 mm ref# 1067848-28 lot# 6032241, exp date: 02/28/2019.